Event description:
It was reported that leakage occurred during use with a unspecified bd 3ml syringe and bd maxzero tubing. The following information was provided by the initial reporter, "I¿m writing to report that we are having issues with leaky connections between the bd 3ml syringe and bd maxzero tubing. Even after firmly tightening the connection we are experiencing leaks."

Manufacturer narrative:
Investigation: one photo of a loose 3ml syringe attached to a maxzero IV line was received and evaluated. No defects were observed in the photo. A device history record review could not be performed as lot number was unknown. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a unspecified bd 3ml syringe and bd maxzero tubing. The following information was provided by the initial reporter, "I¿m writing to report that we are having issues with leaky connections between the bd 3ml syringe and bd maxzero tubing. Even after firmly tightening the connection we are experiencing leaks."